Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
F10. Device code, 3191 = pannus. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Based on the information received the cause cannot be determined; however, patient factors may have contributed to the event.

Event description:
Edwards received information a 21mm aortic valve was explanted after an implant duration of four years, six months, due to severe aortic stenosis secondary to pannus formation. Pre-operative diagnosis was noted as infection. Findings included pseudoaneurysm along the non-coronary side of the root and ascending aorta. Also the aortic annulus tissue was noted to be infected. The patient also underwent aortic root enlargement, bi-atrial cryomaze + laa clip during the procedure. Patient tolerated the procedure well with no immediate complications. Post-op was complicated by complete heart block requiring electrophysiology and eventually permanent pacemaker was inserted on post operative day nine. Patient was discharged on post-operative day 14.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it was discarded. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. Attempts to retrieve additional information are in process. If additional information received a supplemental MDR will be submitted. Based on the information received the cause cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. Edwards implant patient registry received information a 21mm aortic valve was explanted after an implant duration of four years, six months, due to unknown reasons. The explanted device was replaced with a 23mm aortic valve. No additional information was provided.